Event description:
It was reported by the customer that the cot tipped with a patient on it . It is reported that at the time off the cot tip the crew was transporting the patient over a uneven surface. The customer has alleged that the patient struck his/her head when the cot tipped. It was not reported if there were any medical interventions. The alleged event could not be duplicated by the service technician.

Manufacturer narrative:
It was reported that the patient received the following medical intervention regarding this incident. The patient was identified as having bruising of the head secondary to striking the ground. The patient had a CT scan of the head in the emergency department of the hospital. The CT scan was interpreted as being negative as per the medical record. The patient was admitted to the hospital secondary to the original complaint that necessitated a 911 response by the transport agency.

Event description:
It was reported by the customer that the cot tipped with a patient on it . It is reported that at the time off the cot tip the crew was transporting the patient over a uneven surface. The customer has alleged that the patient struck his/her head when the cot tipped. It was not reported if there were any medical interventions. The alleged event could not be duplicated by the service technician.